Event description:
Customer reported, her blood glucose level was 55 mg/dl. She treated with by eating breakfast. Customer called in initially because of issues with charging transmitter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.